Manufacturer narrative:
Unit passed self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thump software. No prime/fill anomaly noted. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily guardian and summary history screens. The j1 connector on pcba 1 was locked properly during visual inspection. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected, failed battery alarms. Unit was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube unit received with cracked battery tube threads, fading serial number label and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for blank display anomalies. No unexpected unresponsive keypad anomalies. All required test passed. No moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported moisture damage in the pump, keypad/button unresponsive. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-874a, mmt-332a, mmt-1880l. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer reported that pump was exposed to moisture. Pump did not return to normal function after inserting new battery with new battery cap. The customer also reported buttons were not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. The customer has been using the insulin pump system within 48hours of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. The customer will discontinue using the device. No product return is required for mmt-874a. No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.